Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Concomitant products: biomet malloryhead femoral stem catalog#: 11-104210 lot#: 335890. Stanmore femoral stem catalog#: 164244 lot#: 449853. Biomet ti low profile screw catalog#: 103532 lot#: 421120, 581330, 713400, 763850.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03769 / 03770).

Event description:
Patient's legal counsel reported patient underwent a right hip aspiration procedure completed an unknown date due to metal on metal complications. Operative reports noted that during the aspiration, dark black fluid was extracted from the joint.

Manufacturer narrative:
This follow-up report is being filled to relay a additonal information, which was unknown at the time of the initial medwatch.